Manufacturer narrative:
One picture of a smiths medical cadd extension set was received for evaluation. Per picture received, it was noted that the luer was broken. The most probable root cause of the reported issue was noted to be the product being damaged after it left the facility. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
(B)(6). Occupation: supervisor pharmacy.

Event description:
Information was received indicating that there was an issue while using a smiths medical cadd extension set on a chemotherapy patient. When the patient returned to the clinic to get the infusion taken down, the pouch was saturated and the tubing was broken. The tubing broke off at the luer lock end. The patient did not receive the prescribed chemotherapy and it was unknown how much medication actually infused. There was a large amount of medication remaining in the pump pouch. There was no reported adverse event.